Event description:
Patient spontaneously called to report a malfunction with her cadd legacy pump. Sn (B)(4). It started beeping while in use. She changed the batteries and it continued to not work. It said pump not working. She changed to her back up pump with no issues. No harm to patient. A replacement pump is being sent and a return box will be sent. Patient will return broken pump to us. No further information available. Possible duplicate previously submitted. Reported to (B)(6) by: patient/caregiver.